Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was using and external neurost imulator (ens) for fecal incontinence. It was reported that there was a communication issue between the controller and ens. Tried multiple samsung phones and ens's to resolve the error message. System error. Therapy stopped. Cause was not determined. The issue was confirmed resolved. Tech services and head engineers have been told about issue and working on a resolution. Additional information was received from a manufacturer representative (rep). The rep reported that after the issue was resolved, they sent the patient home, however they received a call from the patient who said that the same issue was occurring again. Additional information was received from a manufacturer representative (rep). The rep reported that that cause of the error message was an issue with the new remote/handset. The remote spoke to the ens in a way that froze the ens from being used. They tried multiple ens's and handsets until they had a resolution and the patient received proper stimulation and a successful outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.